Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator was not appearing on the bus. A field service engineer ran the hardware test application (hta) tool and confirmed that the refrigerator was not detected. The field service engineer proceeded to run the firmware updater, checked all connections, and performed a reset of both the refrigerator and the medstation. Following these actions, the refrigerator successfully appeared on the bus. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name: ascension via christi regional medical st francis campus

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the refrigerator was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.